Event description:
It was reported when using the bd pyxis medstation system the cubie pockets were failed.the customer stated that this malfunction causing a delay to the patient care.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 row b was failed and not recognized on the bus. The field service engineer reseated the cables to drawer 3.1 to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.